Event description:
It was reported that the patient experienced a previous stroke and was unable to recover, the patient was diagnosed with failure to thrive as the patient was non compliant and did not have sufficient support. The patient started decompensating quickly and was placed in hospice. The patient subsequently died and the cause of death was multi-system organ failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced a previous stroke and was unable to recover, the patient was diagnosed with failure to thrive as was non-compliant and did not have sufficient support. The patient subsequently died due to a multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient experienced a previous stroke and was unable to recover, the patient was diagnosed with failure to thrive as the patient was non compliant and did not have sufficient support. The patient started decompensating quickly and was placed in hospice. The patient subsequently died and the cause of death was multi-system organ failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced a previous stroke and was unable to recover, the patient was diagnosed with failure to thrive as was non-compliant and did not have sufficient support. The patient subsequently died due to a multi-system organ failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, multi-organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunctions. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.